Manufacturer narrative:
No product has been returned. A device history record (DHR) review cannot be performed as no lot or serial numbers were provided. If the product is returned, this complaint will be reopened for further investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not deliver the medication. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 10-jun-2022 via email and attached to complaint object: the alleged concern did not happen in our institution as mentioned and therefore I cannot report.